Event description:
Subsequent to the initial reports, additional information was received: the stents were deployed without issue. The balloons of the stent delivery systems (sds) were inflated three times total during the procedure to an unknown pressure and fully deflated each time. There was no damage to the stents as a result of the difficulty removing the sds. No additional information was provided.

Manufacturer narrative:
Nana.

Manufacturer narrative:
The additional xience prime device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and mildly calcified lesion in the left anterior descending artery (lad) and left circumflex (lcx) arteries. A 2.5x18mm xience prime and a 2.75x15mm xience prime stents were implanted. Resistance was felt when trying to withdraw the deflated balloon post deployment. The physician tried to inflate and deflate the balloons again, however, was unsuccessful therefore everything was simply removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.